Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of lo, which on the system indicates a result of less than 10 mg/dl, lo, and 92 mg/dl within ten minutes on the compact plus system. No adverse event reported, meter and strips replaced and requested for return.